Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. On approximately(B)(6) 2026, the patient was experiencing excessive sweating and loss of consciousness. Due to inaccurate cgm readings, the sensor displayed ¿high¿ which caused her insulin pump to deliver an incorrect amount of insulin. A bg meter reading was checked and showed approximately (B)(6). Her husband applied honey to the side of her mouth. She eventually regained consciousness after a few minutes and consumed candies. No additional medications were taken. The patient did not seek hospital care, as she felt better afterward. At the time of the call, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.